Manufacturer narrative:
Third party field service center.

Event description:
The manufacturer received information alleging a ventilator¿s internal battery depleted alarm message on screen. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's internal battery, detachable battery and detachable battery board were replaced to address the issue.